Event description:
Description: in a retail pharmacy setting, a pt was refilling a prescription for bayer contour test strips #50 to test blood sugar twice daily. The pt actually received a box of acensia breeze ii test strips. The pt brought back the incorrect box of test strips when they realized it was not the correct type for their machine. They had no problems and did not open the incorrect strips. The correct test strips were then dispensed. This error could have been prevented by checking ndc's as well as showing the medication to the pt before they left the pharmacy. Medication administered to or used by the pt: no. Where did the error occur: community pharmacy. Pt counseling provided: unk. Relevant materials provided; none. (B)(4).